Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead showed loss of capture (loc) and high pacing thresholds. According to the field representative adjustments were made. They will continue normal follow up. The lv lead remains in service. No adverse patient effects were reported.